Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacturer's field representative that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No interventions were undertaken and the physician plans to continue monitoring. No adverse patient effects were reported.